Event description:
It was reported that 8 years following the implant of a transcatheter aortic valve, high valvular gradients and calcification were identified. Additional information was received that the implant depth was 3.2 mm at the non-coronary cusp (ncc) and 1.3 mm at the left coronary cusp (lcc). It was unknown if there was evidence of thrombus and leaflet thickening on the bioprosthetic valve. Restricted leaflet motion was suspected from the computed tomography (CT) imaging as the lcc appeared calcified with possible restriction in motion but it was not confirmed by the health care professional (hcp). The apparent native bicuspid aortic valve may have contributed to the high gradient. The patient was referred to the hospital to determine whether intervention would be planned to treat the failed valve.

Manufacturer narrative:
Image review: a case report and two video clips were provided for review. Review of the case report showed that the valve implant appeared under-expanded, likely due to significant calcification outside the transcatheter aortic bioprosthetic valve (tav) and possible bicuspid morphology of the native valve with fusion of the right coronary cusp (rcc) and left coronary cusp (lcc). Implant depth was shallow, measuring 1.3 mm beneath both the lcc and rcc, and 3.2 mm beneath the non-coronary cusp (ncc). Protruding calcification is seen at the prosthetic commissure between the lcc and ncc inside the tav, as well as within the tav, possibly representing the prosthetic lcc leaflet tip. The 3mensio video clips include computed tomography (CT) imaging in both volume rendering and maximum intensity projection (mip) views. The mip video demonstrates restricted movement of the prosthetic lcc, which may be contributing to the elevated valvular gradients. Updated: a4, b1, b2, b5, h1, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 8 years following the implant of a transcatheter aortic valve, high valvular gradients and calcification were identified.